Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error, no delivery and sensor demo error. Customer's blood glucose was 295 mg/dl at the time of incident. Troubleshooting found that the alarms were resolved by doing a complete infusion set change and informed customer that the alarms may have been the result of an occlusion. Customer was advised to call back if any further issues.